Event description:
During the coil embolization of a ruptured anterior communicating aneurysm (acom), a thrombus formed. A dose of 7mg of reopro were administered to treat the thrombus. There was no reported clinical consequence and the pt was discharged ten days post procedure. No further information has been provided.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.